Event description:
No reported patient/user injury - ms16a. Report from user read "the syringe driver is usually used on ambulatory patient with drugs like opiates or continuous antibiotics and sometimes on any drugs that require continuous infusion and small volume. This particular syringe driver was used on pediatric patient in the ward. Usually the parents are educated on care of the syringe driver if patient is cared for by them. We and enduser (nurses/drs/biomed personnel) are aware of the pump not being water proof. The syringes that are used are strictly luer lock to prevent any spillage of drugs into the pump. The enduser has more than 10 yrs experience using our drivers. They do have accidental spillage on the other units before, but the fluid has never been able to seep into the pump. What they do when they see any spillage, they will dry them and expecting the pump to work again. Of course in this isolated case, I presume it didn't behave like the other pumps they have experienced. We tried to exclude showering, but this particular patient is bedridden during the usage of the pump and is being cleaned at the bed. The syringe driver is placed on the bed beside the patient using the protector. Education has been continuous on care of the patient and pump.

Manufacturer narrative:
Investigation concluded that main circuit board has been contaminated/fluid ingress and the case seal was not intact. Instructions for use warnings and cautions state: if the syringe driver does not perform as expected, if it is dropped, gets wet or is damaged in any way, then remove it from use immediately. Mark it clearly as quarantined and preferably take it out of the working area altogether, so it cannot be accidentally used again, until it has been checked. Before it is used again, it must be carefully inspected for damage inside and its performance checked to the specification. The work must be done by a properly trained technician familiar with how these devices work. Warning: risk of change in device performance. If the syringe driver gets wet do not just dry the outside and then continue to use it. Liquid may have got inside and damaged it. Follow the advice given above.